Event description:
The pt requested that the electrode positioner be removed. After consulting with the implant surgeon, it was decided to reimplant the pt with a new device. The pt's cii device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.